Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 user reported experiencing hypoglycemia with blood glucose (bg) levels of 57 mg/dl following use of the ilet bionic pancreas system. The user was assisted by a caregiver with oral fast-acting carbohydrate (juice). The user did not require medical intervention and recovered without hospitalization. No long-term health effects were reported.